Event description:
It was reported that the blade snapped when it was inserted into the saw at the beginning of a procedure. It was further reported that the surgeon discarded this item and inserted a second blade which also snapped. The surgeon used an alternative blade to successfully complete the procedure. No adverse consequences were reported.

Manufacturer narrative:
There were two blades associated with this complaint. One blade was returned for eval. It was confirmed that it did not conform to required spec. The most likely root cause for this failure was determined to be a processing issue which has since been addressed.